Event description:
A pt was noted by cardiac monitor to be asystole. No audible alarm had sounded. A code was initiated, but the pt expired. Investigation revealed the alarms had been silenced. The monitor has software that allows all alarms to be silenced. There was no malfunction.